Event description:
It was reported to boston scientific corporation that a resolution clip device was not used during a polypectomy procedure at the rectum-sigmoid transition. The procedure was performed on (B)(6) 2009. According to the complainant, during the procedure the clip would not open. The clip deployed while still being closed and fell into the pt. The procedure was completed with another resolution clip device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be stable. A post procedure examination confirmed that the clip had passed naturally from the pt via peristalsis.

Manufacturer narrative:
Failure to open. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).